Manufacturer narrative:
Analysis confirmed the customer comment of broken connectors and it was additionally noted that the keyboard was scratched. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator were broken. It was noted that this was discovered during a pre-use check and that there was no patient involvement. The generator has been returned for service.